Event description:
It was reported that an adverse glycemic event occurred while using the ilet bionic pancreas, though the specific nature of the glucose abnormality was not clarified and no device alerts or alarms were reported. Symptoms were not reported. Outcomes were not reported. Investigation included attempts to obtain event details from the user. Investigation of this case revealed that the cause could not be determined due to insufficient information. It was concluded that the event was hyperglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.